Manufacturer narrative:
(B)(4). It was reported that the graftmaster was deployed with a maximum pressure of 19 atm (atmospheres). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3.5x19mm rx graftmaster was filed under separate manufacturer report number 2024168-2017-04910.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a free perforation in the mid left internal mammary artery (lima) graft to the circumflex (cx) coronary artery. A 2.8x19mm rx graftmaster was deployed at 19 atmospheres (atm), then a 3.5x19mm rx graftmaster was deployed at 15 atm. While these two stents did not worsen the perforation and had no other device issues, there were continued signs of perforation leakage after deployment. Another 2.8x19 rx graftmaster was deployed at 19 atm and successfully sealed the perforation. There were no adverse patient sequelae. No additional information was provided.